Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, gastroesophageal reflux disease, tonsillectomy and c-section (1). Concurrent conditions included overweight, insomnia, diarrhea, vitamin d deficiency and hypertension. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and endometriosis ("endometriosis"). The patient was treated with surgery (hyst. (Full), bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the migraine, depression, pelvic pain and endometriosis outcome was unknown. The reporter considered depression, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2012. 2 intrauterine coils were noted on the right tube and 5 intrauterine coils were noted on the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Imaging procedure - on (B)(6) 2011: total bilateral occlusion. Mammogram - on (B)(6) 2012: impression: no mammographic evidence of malignancy. Pathology test - on (B)(6) 2012: uterus, cervix, bilateral fallopian tubes and ovaries: the fallopian tubes contain wire coils bilaterally, and have fimbriated ends. There are no gross masses or lesions noted on either fallopian tube. The right ovary has a smooth, white surface. A portion of the ovary is adherent to the uterine serosa. The left ovary has a smooth white surface. Sectioning of both ovaries reveal multiple small simple cyst. Ultrasound pelvis - on (B)(6) 2012: impression: 1. Non visualization of the left ovary. 2. Moderate free fluid. 3. Probable large degenerating fibroid in the left uterus. 4. Bilateral essure. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs and mr received: lot no. Was added. New events - abnormal bleeding (general), migraines / headaches, psychological or psychiatric problems condition: depression, pain were added. Reporter's information, medical history, concomitant condition, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea and menorrhagia had resolved. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2011: bilateral occlusion. Amendment: the report was amended for the following reason: significant case correction. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, gastroesophageal reflux disease, tonsillectomy and c-section (1). Concurrent conditions included overweight, insomnia, diarrhea, vitamin d deficiency and hypertension. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), depression ("sychological or psychiatric problems condition: depression") and endometriosis ("endometriosis"). The patient was treated with surgery (hyst. (Full), bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain, migraine, depression and endometriosis outcome was unknown. The reporter considered depression, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2012 2 intrauterine, coils were noted on the right tube and 5 intrauterine, coils were noted on the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Imaging procedure on (B)(6) 2011: total bilateral occlusion. Mammogram on (B)(6) 2012: impression: no mammographic evidence of malignancy. Pathology test on (B)(6) 2012: uterus, cervix, bilateral fallopian tubes and ovaries: the fallopian tubes contain wire coils bilaterally, and have fimbriated ends. There are no gross masses or lesions noted on either fallopian tube. The right ovary has a smooth, white surface. A portion of the ovary is adherent to the uterine serosa. The left ovary has a smooth white surface. Sectioning of both ovaries reveal multiple small simple cyst. Ultrasound pelvis on (B)(6) 2012: impression: non visualization of the left ovary. 2. Moderate free fluid. 3. Probable large degenerating: fibroid in the left uterus. 4. Bilateral essure. Lot number: 809008, manufacture date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals, gastroesophageal reflux disease, tonsillectomy and c-section (1). Concurrent conditions included overweight, insomnia, diarrhea, vitamin d deficiency and hypertension. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), endometriosis ("endometriosis"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hyst. (Full), bilateral salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the dysmenorrhoea, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain, migraine, depression, endometriosis, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6)2011, (B)(6)2012 2 intrauterine. Coils were noted on the right tube and 5 intrauterine. Coils were noted on the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Imaging procedure - on (B)(6)2011: total bilateral occlusion. Mammogram - on (B)(6)2012: impression: no mammographic evidence of malignancy. Pathology test - on (B)(6)2012: uterus, cervix, bilateral fallopian tubes and ovaries: the fallopian tubes contain wire coils bilaterally, and have fimbriated ends. There are no gross masses or lesions noted on either fallopian tube. The right ovary has a smooth, white surface. A portion of the ovary is adherent to the uterine serosa. The left ovary has a smooth white surface. Sectioning of both ovaries reveal multiple small simple cyst. Ultrasound pelvis - on (B)(6)2012: impression: 1. Non visualization of the left ovary. 2. Moderate free fluid. 3. Probable large degenerating fibroid in the left uterus. 4. Bilateral essure. Lot number: 809008 manufacture date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs was received. New events abdominal pain and lower back pain were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea and menorrhagia had resolved. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data and medical history added. Event injury nos replaced with dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report